Event description:
The customer reported to maquet that when their personnel entered the operating theater in the morning, they found that the light head and fork assembly had broken away from the spring arm and was hanging by its cord. No injuries were reported. (B)(4).

Manufacturer narrative:
A field service technician visited the hospital and found the front pivot of the spring arm was broken at the weld seam. He replaced the spring arm with a new one and returned the unit to service. Maquet is not the primary service provider for this light at this facility. This malfunction was previously addressed in the u.s. Through the device correction noted. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.